Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument had non-intuitive motion, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer resolved the issue with an alternate instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, medium-large clip applier instrument broke. When the instrument was installed, it immediately had non-intuitive movement. Site moved on to a second clip applier to complete case. A clip fell into the patient and was retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The instrument¿s movement was greater than intended. The instrument wrist only moved in one direction. It would not move to the opposite direction (when attempting to move wrist right, it only moved left). The timing of the instrument movement was appropriate. There was not any shakiness and/or friction experienced/observed. There was not any shakiness and/or friction experienced/observed. There were not any external collisions. The issue was persistent. The issue was resolve with a backup instrument. There was not any injury to the patient as result of the event. The instrument was inspected prior to use, and nothing was observed out of the ordinary. The unexpected motion occurred when attempting to place a clip around a vessel/tissue. The unexpected motion did not occur during clip closure. At the time of event, the clip become dislodged from the instrument, fell into patient, and was retrieved during the same surgical procedure.